Event description:
The customer reported negatively biased tsh results on the vitros eci analyzer using biorad control fluids. Biased results of this magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.